Event description:
After a one hour period of normal use, the device suddenly developed an error of approx 7 mm in a lateral (right/left) direction. During the remainder of the procedure the surgeon rechecked the device accuracy at 5 minute intervals.